Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. The 6th and 7th rows from the proximal edge of the stent appeared to be pinched. It is advised in the directions for use to carefully remove the delivery system from its protective packaging. Failure to do so or applying excessive force may result in device damage. During the manufacturing process all stent securements are fully validated to withstand up to 0.2lb force. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Root cause description the root cause of the complaint incident could not be identified.

Event description:
It was reported that in preparation for a drug eluting stenting procedure, stent damage occurred. The physician removed the taxus liberte 24 x 2.75mm stent from the packaging and observed kinking of the stent. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient's status is reported as "ok."